Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The sample failed leak testing. The root cause of the reported issue was found to be determined as supplier item fault. Actions were taken to mitigate the reported issue: notification of the complaint was submitted to the supplier.

Event description:
It was reported the device was found to have a crack in the connector. No adverse effects reported.